Event description:
Revision occurred approximately 8 weeks after the prior revision which occurred on (B)(6) 2024. The prior revision occurred for non-compliance. The primary surgery occurred on (B)(6) 2023. No fall or other trauma reported. This revision occurred for a dislocation of unknown cause. 36 mm centered glenosphere, 36 mm + 9 stability humeral cup, and 3 locking screws explanted. These parts were explanted and replaced with a 40 mm eccentric glenosphere, 40 mm + 6 stability humeral cup, 9 mm spacer, and 3 locking screws.

Manufacturer narrative:
Revision occurred 2 months after the primary surgery which occurred due to dislocation of unknown cause. No actual, implied, or suspect link to fx product.